Event description:
CPAP machine phillips respiring so was recalled months ago and getting no satisfaction from phillips as to when the repair or replacement will be completed. They are saying that they are waiting for FDA approval on a repair/replacement. This is absolutely ridiculous that it would take this long to get any sort of response, so I'm going to you to find out what the holdup is, and when my husband CPAP machine can be replaced or repaired, it has been months. My husband obviously needs this machine and cannot go without it and does he have lung issues so to have to wait this long is unacceptable. FDA safety report ID# (B)(4).